Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Since the device was not returned to the factory, investigation was carried out based on the available information. Based on the results of the investigation, a probable cause for ¿no image¿ could not be determined. The root cause could not be identified. Additionally, it was determined that b30 error occurred because there was ¿some kind of dirt or dust that adhered to the electrical contacts¿. Additional information stated that the issue was resolved by phone through helpdesk after drying the connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the light source had a b30 scope communication error when connected. The issue occurred during preparation for use for an unspecified procedure. There were no reports of delay, patient harm, injury, or death. Additional details relating to the patient and the event have been requested, but no response has been received at this time.